Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that while on group a they have to charge their ins every couple of hours and when they're on group b, they have to charge maybe once a week. Pt stated this began sometime a couple weeks ago. Pt stated they spoke with mdt rep, leslie bowman and leslie said they can switch to group b and it should work for them. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included pt mentioned they had a second lead implanted in 2019 and told the doctor that if they're going to implant another lead then they might as well replace the ins with a new one. Pt did not make any allegation against their previous restore ins. No patient symptoms were reported.  Additional information was received from the patient. The reason for call was pt states she sometimes has to charge twice per day. Pt states she doesn't like to charge every couple of days. Pt states she did switch to b however that didn't work. The patient was redirected to their healthcare provider to further address the issue. Patient reported their therapy was set on "program 1, group b" and the pt said they were charging every day, one time per day. Pt said their hcp had told them "they could switch programs" if they were not happy with the amount of charge they were getting out of their implanted neurostimulator(ins), but the pt switched programs and still only got 1 day of charge out of their ins. Pt said the therapy was "running down their battery" and pt mentioned the charge went down to 0% two times in two weeks. Pt said they had a mdt rep. Adjust their therapy settings and when the settings were adjusted, the mdt rep. Said the new settings might "help the pt better" or the pt could go back to group b. Pt said they moved to another state and when they moved, they had been having some difficulty connecting with a mdt rep. Pt said they had called in the past and was told an email would be sent to the mdt reps, but the pt never received a call or an email. Pt said they had been sent a letter asking about it. Pt said they went through metrol for worker's comp, and they had "never had this many problems before." Pt called their hcp, and the hcp had not heard anything from a mdt rep. Patient services specialist(pss) explained the role of the mdt rep. Pt said they never had this many problems charging and pt said the ins would decrease down to 50% and the pt would charge the ins. Pt said the ins recently went down to 30% in the span of one night. Pt said they "love the spinal cord stimulator(scs)" and often talk to people about the scs. An email was sent to the local mdt reps, and pss gave the number to nas. Pt mentioned details from case #(B)(4). Additional information received. Patient reported issue was not resolved and indicated they were meeting with hcp on 2/22.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.